Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 22-may-2019 with the following findings: on investigation, all keypad buttons demonstrated normal response. Investigation did not duplicate the complaint. There was no damage, defect or contamination of the keypad, or the button contacts.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging all the keypad buttons were under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.